Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, 2 ventricular sensing integrity counts (sic); vt-ns episodes with evidence of lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to greater than 3000 ohms up from a trend in the 700-900 ohm range. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more vt-ns episodes and rv lead impedance variation in last 60 days. (B)(4).

Event description:
It was reported that there was high impedance and possible fracture on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.